Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weakness, low back pain, shooting pain, urinary tract infection, dysuria, vaginal discharge, lower abdominal pain and vaginal pain. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), nausea ("nausea,") and fatigue ("fatigue."). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain upper, dysmenorrhoea, dyspareunia and fatigue had resolved and the migraine and nausea outcome was unknown. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Reporter added, patient demographic added, essure removal date added, product indication updated. Events added- pelvic pain, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), stomach pain, fatigue, nausea. Events onset date, events severity, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.